Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the patient experienced a problem with recharging and coupling/communication issues. The patient has not charged for over 4 months. The ins was overdischarged. There was a difficult time initiating a physician mode recharge (pmr), but then was able to get the 60 minute countdown. The reset was successful and the patient was able to recharge. She received effective stimulation. There were telemetry issues. The ins overdischarged again due to patient compliance. A power on reset (por) occurred. The por was not able to be cleared. The ins was replaced with a non-rechargeable ins. The ins was sent to pathology. The patient was doing well.